Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: "our distributor reported that" the nurse in charge of the hospital stated that they lost sight during the operation. He stated that during the viewing, the screen turned into a completely green screen error. During the observation in the hospital, it was observed that the imaging system and the energy unit were at the same connection point. Although the problem seems to be resolved after the system is connected to a different power outlet, the display system continues to give a green screen error." Probable root cause: no fault found on vpi. The reported failure mode was caused by internal damage to the camera cable as investigated under pr#(B)(4). The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.